Manufacturer narrative:
The reported event was confirmed as manufacturing related. A two way lubricath foley was returned. The catheter was returned with a tear through the sac and inner lumens. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contents: ** bardex® lubricath¿ foley catheter urine meter (350 ml capacity) attached to drainage bag (2500 ml approx. Vol.) Bard® ez-lok® sampling port attached sheeting clip string hanger attached hooks control-fit¿ outlet device bard® tamper-evident seal 902814c bardex® lubricath¿ foley catheter - 5cc balloon inflate with 10 ml sterile water 14 fr. Single use only. Do not resterilize. For urological use only. Bard® 350 ml urine meter foley tray 902814c bardex® lubricath¿ foley catheter uro-prep¿ tray with: catheter lubricating jelly syringe (10cc) gloves (2) underpad (waterproof) forceps/drape/prep balls (5) povidone-iodine solution¿ specimen container, cap and label 10cc syringe (prefilled with sterile water) to inflate catheter only bard® 350 ml urine meter foley tray preconnected to bardex® lubricath¿ foley catheter with bard® ez-lok® sampling port caution: this product contains natural rubber latex which may cause allergic reactions.** sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿warning: do not use if allergic to iodine. Directions for use on reverse side."

Event description:
It was reported that an attempt was made to insert the foley catheter into the patient but was unsuccessful. The catheter was removed and allegedly noted to have a large cut, 3/4 the way through the tip of the catheter about a half inch from the end.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that an attempt was made to insert the foley catheter into the patient but was unsuccessful. The catheter was removed and allegedly noted to have a large cut, 3/4 the way through the tip of the catheter about a half inch from the end.